Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump received an off no power alert and a low battery alert. The patient's blood glucose level was 75 mg/dl at the time of the call. The customer stated that there insulin pump went into a threshold suspend. Customer states this is not the second occurrence of an "off no power" without a low battery warning. The customer inserted new batteries and was advised to monitor the insulin pump. The customer did not return the product back for analysis.